Event description:
We received information that this device had failed during therapy and that our customer had requested a new main board. Despite trying to get more information about this case, we did not receive any further information about this failure. The device and the defective mother board were not available for further analyses. There were also no information about any harmed person.